Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that that this right ventricular (rv) lead exhibited an increase in threshold measurements from 0.7 volts to 3.5 volts within a three-month time. Surgical intervention was performed and attempts to reposition the lead were complicated by helix issues. The lead was explanted and replaced. Besides intervention, there were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function.